Event description:
It was reported that the patient presented to the emergency room. Pleural effusion, acute right heart failure, and high capture threshold leading to loss of capture were noted. It was also noted that the af diagnostics indicated greater than 90 percent af burden in the 2-3 weeks leading up to hospital admission. Previously the af burden was near zero percent. Noise was observed on stored egms, isometric testing indicated possible lead noise. Patient symptoms were resolved; af was reverted to sinus rhythm using a manual pc shock. The patient condition was well after the event.